Event description:
The lay reporter/friend contacted lifescan (lfs) in 2006 alleging that the pt's meter was set to the incorrect code number and needed assistance in changing the code number. A medical affairs specialist (mas) listened to the recorded call and obtained the clinical info. Mas was unable to send a letter or contact the pt since the reporter did not know the pt's address or phone number. In 2006, around 11:00am the reporter walked in the pt's home and noticed that she was passed out on the floor and had a seizure. Paramedics were called and the pt's blood glucose was "33 mg/dl" and was taken to the hosp. Customer care advocate (cca) assisted the reporter in setting the meter back to the correct code number. Meter was not replaced. Reporter refused to provide any further clinical info. It would have been helpful to know how long the meter was set to the incorrect code number, whether the pt tested her blood glucose prior to having the seizure ad her diabetes regimen. This complaint is being reported because the pt's blood glucose was 33 mg/dl and had to be taken to the hosp. It is not clear the pt's hypoglycemic episode was related to use of the device.